Event description:
The patient was being treated for traumatic fractures of t7 and t8 due to a car accident 6 months prior. Surgery was uneventful. Neural monitoring was used throughout the procedure. The patient awoke in recovery room reporting motor/sensory loss. Post-op CT was taken which showed posterior wall fracture and pedicle fracture at t7. Laminectomy was performed, t6-t7. Surgery on the following day included placement of pedicle screw construct from t6-t9 and an anterior decompression. Pending further information.